Event description:
Paramedics used the device for ECG monitoring of a pt. The device allegedly failed to display the pt's ECG intermittently and displayed a leads off message. The pt cable was changed, however the same reported problem continued to occur. Another device and pt cable were made available and used to successfully monitor the pt's ECG using a 4-lead pt cable, however when the operator connected the 12-lead pt cable, the device reportedly failed to display the pt's ECG and displayed a "leads off" message (reference report #3015876-2004-00003). There were no adverse effects to the pt reported as a result of the alleged malfunction.